Event description:
The coil was being placed in a paraophthalmic aneurysm located in the left internal carotid artery (ica). Following repositioning of the coil into the aneurysm, the microcatheter and coil were being removed, and the coil broke. A portion of the coil protruded from the ica. The physician tacked the protruded portion of the coil onto the external carotid artery (eca). No additional treatment was performed, and the patient was reported in stable condition.

Event description:
The coil was being placed in a paraophthalmic aneurysm located in the left internal carotid artery (ica). Following repositioning of the coil into the aneurysm, the microcatheter and coil were being removed, and the coil broke. A portion of the coil protruded from the ica. The physician tacked the protruded portion of the coil onto the external carotid artery (eca). No additional treatment was performed, and the patient was reported in stable condition.

Manufacturer narrative:
A device history record (DHR) review confirmed that the device met all material assembly and performance specifications. Only the pusher wire was returned, and analysis of the pusher wire indicated coil detachment had occurred via electrolysis, as intended. No other anomalies were observed. No coil breakage could be confirmed. Additional information obtained from the facility indicated that no anomalies were observed on the unit during inspection. Continuous flush was maintained through out the procedure, and no premature detachment occurred. The physician was unsure if the delivery wire had been rotated during procedure; however, it was reported that the coil was repositioned in order to avoid coil loops close to the aneurysm¿s neck, and detachment by electrolysis was attempted. Based on this information and analysis of the pusher wire, it is likely that the physician inadvertently moved the pusher wire and catheter prior to the completion of the electrolysis function, leading to the reported coil protrusion. Therefore, the most likely root cause of the reported event was due to issues encountered during detachment which may have limited the performance of the device. As a result of this investigation, a root cause of operational context has been assigned to this event.

Manufacturer narrative:
Coil protrusion. The code has been requested.